Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 05/16/2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available: the complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A review of the data log was not performed as there was no data available. Functional testing was performed and there was a failure related to the complaint, which confirmed the reported event of loss of connection. The probable cause was determined to be a defective transmitter.